Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a replacement procedure performed in (B)(6) 2020. The exact date is unknown. The button was placed successfully. On (B)(6) 2021, the patient was hospitalized due to aspiration pneumonia. On the same day, it was discovered the entire button was missing. An x-ray and CT scan were performed to confirm whether the button was in the stomach. Since it was confirmed that the button was not in the stomach it was decided to discontinue retrieval by endoscope and follow up with observation. In the physician's assessment, there is no relationship between the aspiration pneumonia and the endovive low profile replacement button device. As of (B)(6) 2021, it was confirmed that the button remained in the small intestine and is being observed as to when it will be excreted. There were no patient complications reported as a result of this event.